Event description:
It was reported that the e360 ventilator has a malfunction of the touch screen. Patient involvement information was not provided. Covidien/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.